Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26 related to an occlusion issue. The customer's blood glucose levels did not exceed 500 mg/dl and thus remained within a safe range. Technical support instructed the customer through several corrective actions, including disconnecting the tubing, tightening the t: lock, and delivering boluses to resolve the alarms. Ultimately, a new cartridge was loaded successfully, and the customer was advised to replace supplies as necessary and continue insulin therapy. Further assistance was requested if needed. Reportedly, customer continued to use the pump for insulin therapy and also confirmed manual injections are available.